Event description:
Additional information received indicated that the patient presented in clinic and there was evidence that the device continued to exhibit noise and oversensing on some stored atrial tachy response (atr) episodes. Noise was unable to be recreated through testing with isometrics and pocket manipulations. The feature related to respiratory sensing was programmed off. The accelerometer was programmed on. The right atrial (ra) lead configuration was also changed unipolar pacing and bipolar sensing. Following the adjustments to programming, there was no further indication of noise and oversensing. The physician plans to continue to monitor the patient remotely and in office as needed.

Manufacturer narrative:
Additional information received indicated that the patient is scheduled for a follow-up appointment in december. The local field representative reviewed the recommendations with the health care professional (hcp) at the clinic. There is no indication that any additional programming changes have been completed. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing. There was also an increase in pacing impedance measurements from 513 ohms to 873 ohms. Pacing threshold measurements had also increased from 0.5 volts to 1.3 volts. Boston scientific technical services (ts) discussed turning off a feature related to respiratory sensing. A review of the data also indicated that the patient was having some pacemaker mediated tachycardia (pmt) events. A feature was turned off to help eliminate these from occurring. No adverse patient effects were reported.